Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. The physician has turned off therapy due to the patient health conditions. Additional information was received, stating that the patient is in terminal care and is not suitable for replacement. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. The physician has turned off therapy due to the patient health conditions. There is no evidence to suggest that surgical intervention was performed to explant device. No adverse patient effects were reported.